Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to faulty force sensor. The insulin pump passed rewind, basic occlusion and displacement test. No motor error alarm noted. The motor passed motor test. The insulin pump passed all operating currents tested with in the specification range and passed off no power test. No unexpected battery out limit. The insulin pump was received with cracked reservoir tube lip noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed motor error. The alarm had occurred before, and the history showed that the insulin pump had battery out limit alarms. The insulin pump is unable to complete the rewind sequence. The caller did not know the blood glucose reading.